Event description:
It was reported that during shoulder procedure, that perfect passer connector top jaw fell off. When the device was pulled out of the shoulder, the top jaw was missing. Missing piece was located on the floor. The procedure was completed without significant delay using a back-up device. No patient injury or other complications were reported.